Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3 7651, serial# (B)(4), product type: recharger; product ID 3387s-40, lot# v245964, implanted: (B)(6) 2009, product type: lead; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Additional information received reported that high impedances of 40,000 ohms had been measured on electrode three for a few months. The patient had a sudden loss of therapy in (B)(6) 2014 and all impedances measured with electrode three were high. When the patient met with a healthcare professional (hcp) the implantable neurostimulator (ins) was found to be off. The patient had not turned the device off. Stimulation was turned back on to the patient¿s previous settings and very little to no therapy was provided. Therapy impedances were measured to be 0.1 ohms. The patient was successfully reprogrammed without electrode three and they were receiving satisfactory therapy. In (B)(6) 2014, the impedances were measured again to be high, but they were between 8,890 and 13,217 ohms instead of 40,000 ohms. The patient was receiving satisfactory therapy in (B)(6). On the day of this report the patient was seen for a follow up appointment and the voltage and pulse width were increased. Impedances were measured to be normal and the patient was receiving effective therapy.

Event description:
It was reported the patient noticed they were having symptoms and tremors a day prior to this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.